Event description:
It was reported that following implantation of an affix plate at l4-l5 on (B)(6)-2010 that the patient experienced some pain and bruising at the surgical site. Radiographs noted the plate was dislodged. Revision surgery was performed on (B)(6)-2010. The affix plate was replaced and was verified to be installed tightly. There were no complications during or after the revision surgery.

Manufacturer narrative:
Evaluation of the returned plate determined it performed as intended; the lock mechanism and fixation teeth were intact. Instructions for use indicate that "metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." The root cause(s) of the reported looseness is unknown. Should additional info be obtained, a follow-up report will be made.